Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with no indication of blood exposure. Gross visual examination of the sample did not identify any cracks, damage, or irregularities. The dialysate/blood ports were undamaged and without defect. The screw flanges were without any detectable flaws and were fully engaged and sonically welded onto the housing threads. The silicone o-ring within the screw flanges were seated correctly without damage. The polyurethane material was distributed evenly and was noted to be intact without any visually identifiable inconsistency. Inspection of all molded components did not isolate any defects which may have caused an improper mating between parts. No kinked, broken, looped, or damaged fibers were noted on the circumference of the fiber bundle. The returned sample was then subjected to a laboratory bubble point test where no leaks were observed. The sample was also subjected to a laboratory leak test where the physical integrity of the dialyzer remained intact; an external leak was not observed during testing in which the dialyzer was submerged in water and pressurized incrementally from 4.0 to 15.0 psi. The reported complaint is not confirmed. Visual examination of the returned dialyzer did not identify any damage, defects, or irregularities affecting the physical integrity or performance of the dialyzer. Additionally, the sample was subjected to laboratory leak tests where the integrity of the dialyzer remained intact; no leaks were observed.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak occurred at the onset of treatment. There was no damage identified on the dialyzer. The machine alarmed before blood reached the dialyzer. The patient's treatment was immediately stopped, and saline was noted to be leaking from the header of the dialyzer. Blood test strips wee used and tested positive. Estimated blood loss was 5ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample was available for manufacturer evaluation and was returned.